Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that noise and "electrical dysfunction" were observed on the pacing lead. The lead was partially explanted and replaced. No patient complications have been reported as a result of this event.